Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on display that affect ability to read screen and buttons were sticking and less responsive. Customer's blood glucose value at the time of incident was unknown. Customer also reported that insulin pump had rewind anomaly and diminished battery life. The insulin pump will not be returned for analysis.